Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during device preparation, the yellow protective sheath of the 3.0 x 20 mm nc trek dilatation catheter could not be removed from the device. The device was prepped before removal of the sheath. The device was not used and there was no patient involvement. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported difficulty removing the protective sheath was not confirmed. The investigation determined the reported difficulty appears to be related to operational context. It should be noted coronary dilatation catheters (cdc), nc trek rx, global, instruction for use states: in step three to remove the protective sheath off the balloon before completing step four and five, which states prepare an inflation device with the recommended contrast medium according to the manufactures instructions and evacuate air from the balloon segment. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.